Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for an open heart surgery. While recovering after the procedure, it was discovered that the pulse generator exhibited inappropriate pacing on the electrogram. The device was interrogated and it was determined that the inappropriate pacing was caused by atrial lead undersensing. The lead also exhibited no capture at high output. The pacemaker was reprogrammed to address the anomaly. The patient's condition remained stable.